Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. Needleless injection caps were attached to both luer adapters. A longitudinally aligned split was observed between the 55cm and 56cm depth markings. An attempt to infuse water through the sample revealed both lumens to be patent to infusion; however, when flushing the white-luered lumen, a spraying leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed it to be vaguely s-shaped. The split edges exhibited a granular texture. The edges appeared to curve inward slightly. Following longitudinal bisection of the device in the vicinity of the split, inspection of the interior surface of the catheter revealed longitudinally aligned scoring. The split region appeared more extensive on the interior surface. The split characteristics and interior featuring were consistent with damage caused by contact between the catheter and the inlaid stylet. Such damage can occur if the catheter is not flushed prior to stylet removal or if the catheter is squeezed/compressed during stylet removal/manipulation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the infusion of medicine (noradrenaline and lasix), the leakage of medicine was observed from the catheter just distal of the bifurcation of the device.